Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was reported the patient has twiddler's syndrome and the lead was twiddled into the atrium. An invasive procedure was performed. This lead was successfully repositioned. No additional adverse patient effects were reported.